Event description:
Procedure type: jejunojejunostomy. According to the reporter: the insertion of anvil to the jejunum tore the tissue. The main operator touched the anvil closely and claims that specific anvil in seemed sharper than other devices.

Manufacturer narrative:
(B)(4).